Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site on 30nov2016 to assess the testing instrument in question. The fse determined that the washer manifold appeared clogged, and that there were early signs of residual crystallization build up around the cap and seal, and the polished piston for the washer manifold. As a result, the fse removed and replaced the washer manifold, the cap and seal, and the polished piston pump. Immucor technical support used a remote electronic connection method to assess the instrument test well images in question, and those test well images appeared visually positive.

Event description:
On 21nov2016, an unexpectedly negative antibody screen was documented, when tested on a galileo echo instrument, when tested on (B)(6) 2016.